Event description:
It was reported that this right atrial (ra) lead was damaged during a surgery procedure. P-wave was reduced from 5-7 mv to 2-3 mv and the lead is no longer pacing. The lead remains in service and the device is working fine with less than 1% pacing according to latitude data. No adverse patient effects were reported.